Manufacturer narrative:
(B)(4). The non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The advancer tube was not on the device as received. The syringe was connected to the device. The sealant and procedural sheath were not returned. The condition of the returned device is consistent with the reported event. The catheter, shuttle cartridge and the advancer tube were inspected for anomalies. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the returned device by using the returned syringe and found no leak in the balloon. The balloon was fully inflated and pressure was maintained. A review of the manufacturing documentation associated with lot f1711002, was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. It was reported that the physician shuttled down completely and when the shuttle was pulled back up, the physician did not bring the procedural sheath up with the shuttle. When the physician went to grab the sheath, tension was released and when the sheath was removed the patient was noted to be bleeding. Based on the information provided, the condition of the returned device and the investigation performed, root cause of the reported event may have been attributed to incorrectly following the instructions for use (IFU). The IFU, step 2, deploy sealant, instructs users to: detach the shuttle and advance until a definitive stop is felt (figure 4a). Then immediately grasp the procedural sheath and withdraw it from the tissue tract and then continue retracting until the shuttle locks on the handle (figure 4b). Failure to retract the procedural sheath with the shuttle during unsheathing the sealant can result in the device failing to deploy. Neither the DHR review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Event description:
It was reported that the physician shuttled down completely and when the shuttle was pulled back up, the physician did not bring the procedural sheath up with the shuttle. When the physician went to grab the sheath, tension was released and when the sheath was removed the patient was noted to be bleeding. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. The vcd balloon was deflated and the vcd was removed. Manual pressure was held for 30 minutes or less since the physician was unsure if hemostasis was achieved or not. The patient's hospitalization was not extended. The patient was noted to have recovered. The vcd will be returned for analysis.

Manufacturer narrative:
Conclusion code: is being corrected. Complaint conclusion: it was reported that the physician shuttled down completely and when the shuttle was pulled back up, the physician did not bring the procedural sheath up with the shuttle. When the physician went to grab the sheath, tension was released and when the sheath was removed, the patient was noted to be bleeding. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a diagnostic coronary procedure. Significant resistance was not felt when shuttling down. Unusual force was not applied when retracting the sheath. The vcd balloon was deflated and the vcd was removed. Manual pressure was held for 30 minutes or less since the physician was unsure if hemostasis was achieved or not. The patient's hospitalization was not extended. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The advancer tube was not on the device as received. The syringe was connected to the device with the stopcock open. The sealant and procedural sheath were not returned. The condition of the returned device is consistent with the reported event. The catheter, shuttle cartridge and the advancer tube were inspected for anomalies. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the received device using the returned syringe. The results revealed no leak in the balloon. The balloon was fully inflated and pressure was maintained with proper functioning of the inflation indicator. A review of the manufacturing documentation associated with lot f1711002 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Based on the information provided, the condition of the returned device and the investigation performed, the reported event of failure to deploy was confirmed and the root cause of the reported event may have been attributed to incorrectly following the instructions for use (IFU). The adverse event reported as bleeding could not be confirmed, and the root cause could not be conclusively determined; however, according to the product analysis, the failure to deploy could have contributed to the bleeding. Per the mynxgrip instructions for use (IFU), step 2: deploy sealant, it instructs users to detach the shuttle and advance until a definitive stop is felt. Then immediately grasp the procedural sheath and withdraw it from the tissue tract and then continue retracting until the shuttle locks on the handle. Failure to retract the procedural sheath with the shuttle during unsheathing the sealant step can result in the device failing to deploy. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.